Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation from the scs system. As a result, surgical intervention was undertaken during which the existing leads were explanted and replaced. Effective stimulation was restored following the procedure. Note: lead information is unknown at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2017-00320. Further investigation identified the patient's leads were explanted on (B)(6) 2016.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2017-00320. Additional information received by the manufacturer was inconclusive in identifying if the reported leads were explanted. It was reported the leads are not being used if they remain implanted. Effective stimulation was restored with the new leads.

Manufacturer narrative:
Sections have been updated with the relevant lead details. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2017-00320. Follow-up identified the patient has four cluneal leads (three leads belong to the same lot number), three of which were explanted on (B)(6) 2016. Since it is unknown which leads were explanted, all suspected lots are being reported.